Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented for surgery with severe lower back pain and degenerative disc disease, l4-l5. Procedure was for extreme far lateral diskectomy and interbody fusion with anterior-lateral plating. Nuvasive peek xlif implant was filled with rhbmp-2/acs and resorbable ceramic granules and implanted at l4-5. Nuvasive anterior-lateral plate was placed with screws in l4 and l5 vertebral bodies. Pod 11 post-op follow up exam notes "improving strength and sensation in right lower extremity after post-operative superficial peroneal nerve palsy. Low back pain improving." Pod 49 post-op exam notes patient has "mild stiffness and minimal back pain." "X-rays demonstrate that instrumentation is in good position, alignment is stable." 404 days post-op, the patient's one year post-op exam notes "mild exertional back pain without radiation into the legs." "Patient is recovering well."